Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl and bupivacaine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2018 and on (B)(6) 2018, tube set occurred and stall had not recovered. It was unknown if the patient or hcp had heard the alarm. It was not confirmed if the hcp had programmed the pump to min rate mode. It was unknown if the patient had a magnetic resonance imaging on (B)(6) 2018. No patient symptom was reported and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The pump was still stalled after update and was updated to minimum rate. The patient did not recall having any exposure to MRI(magnetic resonance imaging) and did not have one on (B)(6) 2018. The patient heard the alarm. No further complication was reported.